Event description:
Approximately 7 hours after deployment of an exoseal, the patient developed a hematoma with significant bleeding in the puncture zone. ''The procedure coronary arteriography began at 10:00 a.m. With a puncture in the right femoral artery (right crotch); the procedure ended at 10: 30 a.m. The surgeon performed a percutaneous closure with exoseal (lot 15551823), it was indicated to the patient about the rest he must take and he was moved to the recovery area during three hours in supine position and three hours more in relative rest on bed (head high), exactly 6 hours on bed till 17:00. At this moment the patient was stable and without hematoma, not ecchymosis or bleeding in the crotch. At the time when the patient was discharged and his wife helped him to put the clothes on, he sat in the wheelchair ready for transfer, the crotch was evaluated again and it is observed an important hematoma extended to the pubic area (approximately 15 cm x 15 cm) with significant bleeding in the puncture zone. He was moved immediately to the bed and compression was made during two hours; physician who is the hemodynamics physician was informed and he cancelled the discharge and gave the order for hospitalization.''

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately 7 hours after deployment of an exoseal vascular closure device, the patient developed a hematoma with significant bleeding in the puncture zone. Pressure was applied to treat the hematoma and the patient was discharged home in stable condition. The procedure coronary arteriography began at 10:00 a.m. With a puncture in the right femoral artery (right crotch); the procedure ended at 10: 30 a.m. The surgeon performed a percutaneous closure with exoseal (lot 15551823), it was indicated to the patient about the rest he must take and he was moved to the recovery area during three hours in supine position and three hours more in relative rest on bed (head high), exactly 6 hours on bed till 17:00. At this moment the patient was stable and without hematoma, not ecchymosis or bleeding in the crotch. At the time when the patient was discharged and his wife helped him to put the clothes on, he sat in the wheelchair ready for transfer, the crotch was evaluated again and it is observed an important hematoma extended to the pubic area (approximately 15 cm x 15 cm) with significant bleeding in the puncture zone. He was moved immediately to the bed and compression was made during two hours; there was no need for a blood transfusion and the patient was discharged without any problems. His clinic stated he was fine. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.